Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail and no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. Sensor was de-cased and linearity test was performed using libre 3 fr4 pcba (printed circuit board assembly) test fixture while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was not observed. The sensor was found to be in sensor state 1 (storage state). Per smartphone compatibility information with use of freestyle libre 3 application and the customer's device (huawei p smart phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on product websites in countries where the product is launched. An extended investigation has been performed on freestyle libre 3 complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported signal loss. Successfully start a libre 3 sensor, receive glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with huawei p smart, os version 9, app version 3.4.2.9593. The customer received a signal loss alarm upon scanning using a huawei p smart phone (operating system version: os 9; software app version 3.4.2.9593) and was unable to receive glucose alarms. The customer indicated they experienced a "nocturnal hypo" event in which they received treatment provided by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer received a signal loss alarm upon scanning using a huawei p smart phone (operating system version: os 9; software app version 3.4.2.9593) and was unable to receive glucose alarms. The customer indicated they experienced a "nocturnal hypo" event in which they received treatment provided by spouse. There was no report of death or permanent impairment associated with this event.